Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported the patient had a fever. The patient presented to the ER on saturday with a fever. The site was not red, but he was put on antibiotics for possible infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-30. It was reported that an infection was not confirmed. The patient only had fever for 1 day. The patient reported no continued signs or symptoms of fever/possible infection. No further complications were reported/anticipated.